Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. The surgeon was unwilling to provide further information. Tojo, n., hayashi, a., & miyakoshi, a. (2015). Corneal decompensation following filtering surgery with the ex-press mini glaucoma shunt device. Clinical ophthalmology, 2015(9), 499-502. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A doctor of ophthalmology reported that a surgeon observed partial decompensation of the corneal endothelium resulting in a well demarcated clear zone of the cornea and a second zone with thickening of the cornea with a descemet membrane fold and a partial bullous keratopathy in the area adjacent to the filtering bleb. The bcva decreased nine month postoperative. The tip of the shunt was buried among the cornea. It was reported that the shunt might have touched the corneal endothelium during eye blinking, causing the corneal edema and shunt to contact the cornea.